Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a pre-loading failure occurred during use." No further information available. No medical intervention required. The patient status is reported as "fine.".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The sample was returned empty without any clips and without the last clip indicator. The returned sample was visually examined without magnification. Visual examination of the returned sampl e revealed that the jaws were correctly assembled with no observed defects. There was no biological material observed on the device. R & d was consulted to conduct the functional inspection. Proper functional testing could not be completed because the applier was returned empty with no clips and without the last clip indicator. Upon engagement, the trigger appeared to be correctly engaged with the ratchet. No issues were observed at the jaws upon engagement of the trigger. The device was dissembled. The trigger ears were observed to be intact. The internal components appeared to be correctly assembled. There were no indications of component defects. There were no functional issues found with the device. The reported complaint of "failure to function - info not provided" could not be confirmed based upon the sample received. R & d was consulted to conduct the functional inspection. Proper functional testing could not be completed because the applier was returned empty with no clips or last clip indicator. Upon engagement, the trigger appeared to be correctly engaged with the ratchet. No issues were observed at the jaws upon engagement of the trigger. The device was dissembled. The internal components appeared to be correctly assembled. There were no indications of component defects. There were no functional issues found with the device. The complaint could not be confirmed as there were no functional issues with the r eturn device. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. For these reasons, the complaint cannot be confirmed. The probable root cause of the reported failure could not be determined based on the information and sample provided. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "a pre-loading failure occurred during use.". No further information available. No medical intervention required. The patient status is reported as "fine.".